Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that while in use by the surgeon the drill over heated and burned the patient's lip. Components in use listed as concomitant devices are: gd678 / microspeed uni micro 150 motor, gd450m / micro-line straight hdpc 1:1 f/2.35x70mm.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there were three different burns to three different patient's lips, it is unsure if caused by the same drill or different drills. On (B)(6) 2016: it was reported that during surgery the hand piece over heated and burnt the patient's lip (motor sn# (B)(4)) and the burr could not be removed. On (B)(6) 2016: it was reported that the hand piece over heated and burnt the patient's lip (motor sn# (B)(4) and headpiece sn# (B)(4)). (B)(6): (there was no specific date provided for this complaint other than the month of (B)(6)). It was reported that the device burnt the patient's lip at the beginning of the procedure. Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm / sn# (B)(4). Gd678 / microspeed uni micro 150 motor / sn# (B)(4). Gd672 / microspeed uni motor cable f/foot ctrl. / sn# (B)(4). Gd450m / micro-line straight hdpc 1:1 f/2.35x70mm / sn# (B)(4). Gd678 / microspeed uni micro 150 motor / sn# (B)(4). Gd672 / microspeed uni motor cable f/foot ctrl. / sn# (B)(4). Gd450m / micro-line straight hdpc 1:1 f/2.35x70mm / sn# (B)(4). Gd672 / microspeed uni micro 150 motor / sn# (B)(4). Gd678 / microspeed uni motor cable f/foot ctrl. / sn# (B)(4). All med watch submissions related to this report are: 9610612-2017-00025, 9610612-2017-00026, 9610612-2017-00027. Information was not reported of the particular devices used during each occurrence. As this information has not yet been received, three med watch reports are being submitted containing all known information, when additional information is received follow up information will be completed.

Manufacturer narrative:
Investigation: the device was manufactured in 2011. A repair stamp could not be found on the device. A functional test has been carried out. After a short period of time, the handpiece gets hot. After one minute, the temperature is 50 degrees celsius. The tip of the handpiece is damaged. Two ball bearings inside the device are broken. The interior shows corrosion and fragments of the broken ball bearings. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an overload use and to an insufficient maintenance of the device. No CAPA is necessary.